Event description:
A site representative reported that an evolution system with landmarx plus 4.6.4 software froze after registration during an ent case. There was no impact to the pt.

Manufacturer narrative:
Pt information was not available. The system was evaluated at the site. The reported issues was not able to be duplicated by medtronic personnel. The system software was reinstalled and the issue was resolved. The system was fully functional.